Event description:
It was reported that during an implant, the right ventricular lead exhibited loss of capture. The physician replaced the lead and implanted a new one. Patient was discharged.

Manufacturer narrative:
Analysis was normal. No anomalies were found.